Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) about a falsely depressed co2 result obtained on the dimension vista 1500 system. Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant, falsely depressed carbon dioxide (co2) result. Hsc reviewed the instrument data logs and concluded that the cause of the discordant result is unknown. Hsc review indicated a sample specific issue with sample ID (B)(4). Quality control and other patients recovered as expected. No product problem has been identified and the system is currently working as specified. This event does not represent a product non-conformance. The device is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant depressed carbon dioxide (co2) result was obtained on a patient sample on the dimension vista 1500 system. The initial result was not reported to the physician. The same sample was reprocessed on two alternate dimension vista systems and a higher result was obtained and reported. There is no indication that patient treatment was altered or prescribed on the basis of the discordant depressed co2 result. There was no report of adverse health consequences as a result of the discordant depressed co2 result.